Event description:
In 2002, breast reconstruction with implants. In 2003, implants infected. Return to surgery for bilateral removal. Patient became septic requiring IV antibiotics and ventilatory support.